Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: . The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 40 mg/dl with dizziness and unsteadiness. Patient self-treated with juice and glucose tabs. Patient was unable to troubleshoot. This complaint is being reported as customer support attributed the hypoglycemia to a potential inaccurate delivery issue